Event description:
It was reported that during implant attempt, the physician had difficulty passing the lead around the tricuspid valve. The lead was not implanted. The patient became hemodynamically unstable and the procedure was stopped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. However, it was found that the distal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on helix/lobe mechanism. This was apparent explant damage.